Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the leads were exhibiting noise which lead to occasional syncopal episodes. Patient presented for a device upgrade and prior to the procedure, provocative test was performed. No noise was reproduced. Review of the data appears to be a possible emi. The decision was made to keep lead implanted. No adverse consequences for the patient.